Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: one opening curved on the anterior, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.